Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) was high, however, specific bg value was not provided. Reportedly, the alarms were cleared and insulin delivery was resumed. Customer declined troubleshooting with tandem technical support. No additional information was provided.